Manufacturer narrative:
MDR . / device 14 of 22. E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 5e05993 was manufactured on 28/may/2025, in doyen b line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 30/mar/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1738482 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The reported malfunction could be generated during the manufacturing process of the final line, therefore no further batch record review of the subassembly lots was required. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Historical complaints review: on 30/mar/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 5e05993 lot for the malfunction ¿primary pack (sterile products) is torn, ripped or contains holes.¿ defect and no additional complaints were identified. Historical nonconformance review: on 30/mar/2026, complaints engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿primary pack (sterile products) is torn, ripped or contains holes.¿ defect for the lot number 5e05993 and as result, no nonconformance / CAPA (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) " package seal integrity nonconformities". Method 7 ¿ frequency: every 30 minutes ¿ sample quantity: (B)(4) market unit o not less than (nlt) 5 chevrons. ¿ acceptance criteria: accept 0 / reject 1. Defect rate analysis: there have been 22 defective parts confirmed to date from a lot size of 144,000 products. This represents a defect rate of only (B)(4) which was well within an appropriate acceptable quality level (aql) 0.25% according to standard operating procedure (sop). In addition, all the in-process testing on this lot did not find a single defective unit, which confirms that the lot was unlikely to breach an aql of 0.25. Importantly to date, it was well within our accepted aql level for this type of failure mode or defect. Conclusion: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported that holes were found in paper/backing mat (none allowed). The product was not used. Photographs depicting the issue were received from the complainant.